Event description:
Philips received a complaint regarding a v60 ventilator failing to operate on alternating current (ac) power, running only on battery. The customer confirmed the issue persisted after replacing the power cord. Remote troubleshooting was performed, and the customer verified 120v was present at the ac inlet. Based on these diagnostics, the power supply was identified as the likely cause of failure. The customer placed a material-only order for a replacement power supply. The device was not in use on a patient at the time of the event, and no patient or user harm was reported. Final investigation and disposition are pending.